Event description:
Information was received from a user facility via the food and drug administration (FDA) regarding a patient receiving baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was unknown. It was noted that the patient was a paraplegic with a complete t6 spinal cord injury. It was reported that the patient began experiencing right-sided rib pain a few days before admission. The patient's pain management doctor interrogated the pump and found that it was in motor stall mode. The patient was sent to the emergency room (ER) for further evaluation and treatment. It was noted that the patient was treated with medication in the ER and didn't have any major problems. The pump was replaced on (B)(6) 2018. It was noted that there were no contributing factors except that the pump was found in stall mode. No further complications were reported or anticipated.